Event description:
Customer's family member reported that customer being hospitalized for high blood glucose. Customer's family member also indicated that the pump's alarm history showed no alarms pump since 12/2004.